Manufacturer narrative:
E.1.: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The actual sample was filled with water, and a leak was observed at the level of the drain bag sealing near the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag damage and subsequent leakage was not determined. Should additional relevant information become available, a supplemental report will be submitted.